Manufacturer narrative:
H3: device not received by manufacturer. Device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during infusion of veletri, a breakage/leakage was observed ¿when used with other device¿. It is unknown if there were any adverse patient effects.